Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user installed a new dexcom g7 continuous glucose monitor and the sensor did not pair with the ilet, despite guidance to toggle the cgm setting between g6 and g7, confirm and reenter the four-digit pairing code, and restart the ilet. Symptoms included no hypoglycemia, no hyperglycemia, and no other reported clinical effects. Outcomes included no alerts or alarms and no impact to blood glucose levels. Investigation included remote troubleshooting and education, including verification of cgm selection, reentry of the pairing code, instruction to restart the ilet, and counsel that pairing could take 15 to 30 minutes with instruction to call back if unsuccessful. Investigation of this case revealed a pairing failure between the dexcom g7 cgm and the ilet, with the responsible device not identified and no device component malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.